Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was readmitted after 7 days of an initial discharge (first admission was for lvad implant) due to mental status changes. Initial CT scan showed no abnormalities however mental status changes continued and a repeated CT scan showed that patient had a stroke. Patient remained confused and continued to decline clinically. Patient aspirated and ended up reintubated. Family withdrew care on (B)(6) 2019. Patient was in comfort care on (B)(6) 2019. Patient expired due to multi-system organ failure and failure to thrive. No autopsy was performed and no equipment will be returned.

Manufacturer narrative:
Section b5: following the submission of the initial report, new information was communicated stating that the patient had a prior admission on (B)(6) 2019 (addressed under MFR # 2916596-2020-00176). Manufacturer's investigation conclusion: a correlation between the device and the reported stroke and outcome could not be conclusively determined through this evaluation. The account reported the patient was readmitted with mental status changes. A CT scan had shown that the patient suffered a stroke. The type of stroke was not specified. The patient remained confused and continued to decline clinically. The patient reportedly aspirated and was reintubated. The family reportedly withdrew care on (B)(6) 2019. The account communicated that the vad was working as intended and the cause of death was multi-system organ failure and a failure to thrive. No autopsy was performed and no product will be returned. Stroke, neurologic dysfunction and various types of organ failure are listed as adverse events that may be associated with the use of the hm3 lvas. Recommended anticoagulation therapy and inr ranges are outlined in the IFU. No further information was provided. The manufacturer is closing the file on this event.